Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump dropped to the ground and the pump touch screen became shattered. The customer was unable to see the bottom half of the pump touch screen and access the options menu and bolus functions due to the damage. There was no adverse impact to customer's blood glucose. Reportedly, customer did not have a form of backup therapy and declined follow up from tandem technical support to confirm backup therapy was obtained.